Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: the exact date of event was not provided, the best estimate date is since the lens was implanted. (B)(4). Device evaluation: the product was not returned to the manufacturing site; therefore, the complaint issue reported was not verified. Historical data analysis: a search of complaints history revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A report was received from a female patient who underwent an intraocular lens (iol) implant on (B)(6) 2000. A model ac21b was implanted. Since implant she has continually had problems. She said her physician told her the lens is a closed loop intraocular lens that is known to cause the issues she has experienced and that is why is it was discontinued. The patient has suffered from chronic macular edema and iritis. She has been treated with several medications including injections. At (B)(6) she experienced an injury and got glass in her eye which lacerated the eye and a cataract formed. At (B)(6) she had the cataract removed. In 2000 the ac21b intraocular lens implanted into her left eye. Her macular edema was undetected for a long time. She saw a retina specialist who told her she had problems. She subsequently had the iol explanted and is currently without a lens. She has been told by a physician she may need a corneal transplant and glaucoma surgery, and another alternative may be a sewed in iol. Another physician advised her not to do anything more to that eye and not let anyone touch it. The patient is very stressed. No further information was provided.